Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The 12 mm x 2.5 mm apex balloon ruptured at 6 atms on the first inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: over 70 years of age. (B)(4).